Event description:
The device would not deliver energy to a patient when the internal handles discharge switch was pressed. The operator removed the attached quik-combo pacing/defibrillation adapter. The internal paddles were then connected directly to the device and successfully used to defibrillate the patient. The reporter indicated no adverse affects to the patient resulted, based upon continued device use.